Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's log files was provided. The log showed ECG signal loss along with rapid cable ID changes during the incident, suggesting a likely issue with the multifunction cable (mfc) connection. However, without the returned of the device and accessories, the root cause cannot be verified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.